Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found intermittent hvli. X-ray revealed a broken ground case wire as the cause for high impedance. (B)(6). No complaint received with return of device. Failure (event) observed during analysis.